Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap (lot#unknown); sig45ctavm, tri 2.0 sig45ctavm 45 CT vsclr med 12mm (lot#n3f0278y); sig45ctavm, tri 2.0 sig45ctavm 45 CT vsclr med 12mm (lot#n3f0278y); sig45ctavm, tri 2.0 sig45ctavm 45 CT vsclr med 12mm (lot#n3f0278y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracic procedure, 4 cartridges from the same lot did not close properly while applying on pulmonary vessels both on vein and artery. The cartridge was replaced from another lot to resolve the issue. It was noted that another lot was used on the same stapler and worked properly. There was no patient injury.